Manufacturer narrative:
(B)(4). The device was not available for evaluation. The assignable cause was determined to be use error for the incomplete connection. The homechoice patient at home guide states when attaching solution bags to, "make sure the solution bags are connected to the proper lines on the organizer," and also, ?check all disposable set connections for a secure fit before beginning your therapy.? Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) noticed a loose connection between the integrated set and the heater bag while using a homechoice (hc) machine during dwell one of four. The hp saw the connection come apart and closed off the patient line and disconnected. The technical service representative (tsr) explained that the hp would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.